Event description:
The failure investigation engineer reported that during review of the diagnostic report (drpt) found an error code indicating loss of power. The failure investigation engineer reported there was no patient involvement.